Event description:
On (B)(6), 2012 the patient contacted animas to report the pump would intermittently display an inaccurate amount of insulin left in the cartridge, less than what was loaded into the cartridge. The patient reported loading the cartridge with 150 units insulin, however the pump registered 140 units remaining. The patient suffered no injury due to this product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):there was no activity outside normal patient use observed in the black box or download history. The insulin remaining was accurately calculated and recorded in pump history. The pump was primed until 20 units remained in the cartridge and the pump appropriately emitted a low cartridge warning. A visual inspection of the cartridge was performed after the prime step and 20 units of insulin remaining were confirmed.